Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the casters are loose/wobbly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the casters are loose/wobbly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was determined during the evaluation that the base was bent, causing the casters to be loose/wobbly, which resulted in the unit being difficult to maneuver. This issue is not likely to cause or contribute to serious injury or death if it was to recur and is, therefore, not reportable. The issue was resolved for the customer by scrapping the unit as the bent frame was found to be unrepairable.

Event description:
It was reported that the casters are loose/wobbly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.